Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil handle (handle), a non-penumbra microcatheter, and a guidewire. It was noted that the patient''s anatomy was tortuous. During the procedure, the physician advanced a smart coil using the microcatheter into the target location and attempted to detach the smart coil using the handle. However, the smart coil failed to detach. The physician then attempted to manually detach the smart coil three times without success. While attempting to retract the smart coil, the smart coil unintentionally detached. The physician used the guidewire to push the smart coil into the vessel and flushed it. The physician then advanced another smart coil into the target location and attempted to detach it using the handle. However, the smart coil failed to detach. The physician then attempted to detach the smart coil manually but was unsuccessful. The smart coil was then removed. The procedure was completed using another coil and a new microcatheter. There was no report of an adverse effect to the patient.